Event description:
It was reported that the user experienced elevated blood glucose levels with a maximum reported value of 367 mg/dl, occurring for several hours, with concern for infusion set performance and subsequent replacement performed at home; no device alerts or alarms were reported. Symptoms included thirst and vomiting. Outcomes included no reported medical intervention, no backup therapy use, and no ketone testing. Investigation included troubleshooting and user education via customer support. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device or infusion set malfunction identified by support. It was concluded that hyperglycemia occurred with cause unclear and that monitoring and standard sick-day guidance were appropriate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.